Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator went into backup vvi mode after the patient underwent radiation therapy. A download was successful at the third attempt.